Manufacturer narrative:
No investigation/device evaluation as resolution was confirmed on the call with technical services (ts). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the system was not able to communicate with the navigation system. The site tried 3 different cables with no success. The site rebooted the system and then the systems could communicate. The system then would not take a navigated 3d spin so the site tried a non-navigated spin and the system would not respond. The site rebooted the imaging system and did a test spin without the patient. The system was then able to take a 3d navigated spin and the site continued the case. This caused a 55 minute delay to the procedure. There was no reported impact on patient outcome.